Event description:
Reporter alleged blood glucose measured 66 mg/dl at 6:50 am compared back to back a result of 125 mg/dl at 6:51 am. Reporter indicated no actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement.